Event description:
The customer reported while the unit was in use on a patient, blood entered the unit. The patient was switched to another unit and therapy was continued. No patient injury was reported.